Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 35-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included diclofenac, doxycycline (medoxy), ethinylestradiol;etonogestrel (nuvaring), ketorolac tromethamine (toradol), losartan, medroxyprogesterone acetate (depoprovera), meloxicam, oxycodone, pravastatin sodium (pravastine), pregabalin (lyrica) from 2018 to 2019, salbutamol (albuterol) and tizanidine. On (B)(6) 2008, the patient had essure inserted. In november 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and device expulsion ("migration of essure device location of device: uterus"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches") and was found to have the first episode of uterine leiomyoma ("fibroids") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, alopecia, device expulsion and the last episode of uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: the essure device moved and was not in the correct place. Concomitants drugs added sertraline, tizanidine, amitriptyline, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received: new reporter information was added. Lot number was added. Medical device removal replaced with new event pelvic pain. Event alopecia, device expulsion, fatigue, fibroids, menorrhagia, migraine, uterine leiomyoma, vaginal haemorrhage and weight increased added. Concomitant drug and lab test medical history was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 35-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included diclofenac, doxycycline (medoxy), ethinylestradiol;etonogestrel (nuvaring), ketorolac tromethamine (toradol), losartan, medroxyprogesterone acetate (depoprovera), meloxicam, oxycodone, pravastatin sodium (pravastine), pregabalin (lyrica) from 2018 to 2019, salbutamol (albuterol) and tizanidine. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and device expulsion ("migration of essure device location of device: uterus"), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced migraine ("migraines / headaches") and was found to have the first episode of uterine leiomyoma ("fibroids") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, alopecia, device expulsion and the last episode of uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of uterine leiomyoma and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: the essure device moved and was not in the correct place. Concomitants drugs added sertraline, tizanidine, amitriptyline, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in a 35-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included diclofenac, doxycycline (medoxy), ethinylestradiol;etonogestrel (nuvaring), ketorolac tromethamine (toradol), losartan, medroxyprogesterone acetate (depoprovera) since 2010, meloxicam, oxycodone, pravastatin sodium (pravastine), pregabalin (lyrica) from 2018 to 2019, salbutamol (albuterol) and tizanidine. In august 2018, the patient had essure inserted. On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, alopecia and device expulsion had not resolved and the uterine leiomyoma outcome was unknown. The reporter considered alopecia, device expulsion, fatigue, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in pfs discrepancy noted for date of insertion : aug 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.3 kg/sqm. Ultrasound scan vagina - on 24-aug-2018: the essure device moved and was not in the correct place malposition of essure device. Concomitants drugs added sertraline, tizanidine, amitriptyline, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2020: pfs received outcome of events "abnormal bleeding (vaginal, menorrhagia), migraine/ headache,migration of essure device location of device: uterus, weight gain, hair loss, fatigue, pelvic pain" were updated as not recovered. Date of insertion, rcc and lab data were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received. Injury nos replace with new event medical device removal. Date of birth, removal date, product information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.